Event description:
It was reported that a standard apical cuff was used during the implantation. No photos or videos were taken during the event. This event was resolved during implant. The patient was not affected by the event post-operatively from my understanding. Patient is being monitored on outpatient basis, he was discharged from the hospital on (B)(6) 2020. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (bleeding between apical cuff and pump, hit, additional bleeding in chest cavity) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system, and provides information regarding anticoagulation, including the recommended inr range. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the lv. In addition, the apical cuff update addendum explains the changes to the original implantation procedures and techniques for the updated apical cuff, as well as additional cautions related to the updated apical cuff. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during implant the surgeon noted bleeding between apical cuff and pump while cuff lock was in place (no yellow line visible). The pump appeared properly secured to sewing cuff based on visible inspection, but it was determined that although yellow line of cuff lock not visible, seal between pump and cuff may not have been created when pump was originally locked to cuff. Patient has heparin-induced thrombocytopenia (hit) and had quite a bit of bleeding at the time from many locations in the chest cavity during lvad implant in addition to at this site. Clinical consultant recommended surgeon unlock pump from apical cuff with unlocking tool while holding pump securely to sewing cuff, pulling purple lock all the way out, rotating pump slightly clockwise then counter-clockwise and ensuring pump pushed securely and evenly into cuff, as it appeared pump was not previously fully secured to cuff, then re-locking pump to cuff. This seemed to resolve issue and there was no further bleeding noted between apical cuff and pump following this action. Patient not noted to have suffered any negative consequences based on this event. The surgeon unlocked pump from apical cuff with unlocking tool while holding pump securely to sewing cuff, pulled purple lock all the way out, rotated pump slightly clockwise then counter-clockwise and ensured pump pushed securely and evenly into cuff, as it appeared pump was not previously fully secured to cuff, then re-locked pump to cuff. This seemed to resolve issue and there was no further bleeding noted between apical cuff and pump following this action. No additional information provided.